Event description:
The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) is loose. Keyboard hinges are broken. Keyboard is pulling apart. Overlay to the screen is smashed. Case is worn. System fan in noisy. (B)(4) rf (radio frequency) head cable is damaged (wire exposed). Rf head upper case has a cracked led (light emitting diode) window.